Event description:
A talent stent graft system was implanted into a patient for the emergent endovascular treatment for an abdominal aortic aneurysm ap proximately six months ago. The vessel morphology at the time of implant one side was totally occluded; therefore a talent converter and endurant limb were implanted. There were no issues at the time of implant. It was reported that there was continued occlusive disease progression and the patient presented with abdominal and leg pain. A CT scan was performed and revealed that the talent converter and the endurant iliac limb were completely occluded up to the level of the renal arteries and this was attributed to the patient's occlusive disease. The decision was made to treat the patient at a later date. No additional clinical sequelae were reported. Post-implant films show that the stent graft is completely occluded beginning at the renals. No obvious kinks were seen in the stent graft.

Manufacturer narrative:
(B)(4). Evaluation, method: (film). Evaluation, results: inherent risk of procedure (occlusion); patient's condition affected effectiveness of device (occlusive disease). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (occlusive disease).